Manufacturer narrative:
Device history record review: part: 359.219, lot: 9656845, manufacturing site: (B)(4), release to warehouse date: 01.dec.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation summary: the handle is cracked as described in the complaint description. The break is typical for brittle material at the critical cross section. The break occurred at the location of the back cut in the blue plastic handle. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint was performed on jan 2017. The design of the handle (geometry and material) was changed to address the failure mode described in this complaint. The finished good 359.219 batch 9656845 was produced before the mentioned design change. Both reported severity of harm and rate of occurrence is addressed adequately in the current risk management documentation and no further actions will be taken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the handle of the inserter broke during an unknown surgery using a titanium elastic nail (ten) system. The procedure was completed using the same inserter as it was still functional enough finished the surgery. The surgical procedure was successfully completed without surgical delay. There was no patient consequence reported. This is report 1 of 1 for (B)(4).